Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer was reporting open book image. Customer stated that they may have damaged there insulin pump, it was not working. It was also reported that customer was in hot tub last night and clips it to her top but it may have gotten wet. Customer does not known if they had received any other error prior to open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, critical pump error (open book image) alarm, exposure to moisture and cosmetic damage found on (B)(6) 2022. Device was received with a pillowing keypad overlay, a partially broken battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Device powered up properly after battery installation. No critical pump error (open book image) alarm¿noted during boot up. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device was monitored for several days and no pump overheating or blank display noted. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. Per r&d engineer, critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045). Suspecting hw issue. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. Corrosion was found on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the pump case. Blank display was not confirmed. However, critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm due to corrosion on the electronic assembly. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.